Manufacturer narrative:
Date of event - estimated based on study dates.

Event description:
Reported via journal article. It was reported that a death occurred. The article pooled watchman outcomes at a multicenter healthcare system with an emphasis on clinical outcomes and post-implantation anticoagulation with direct oral anticoagulants (doacs) vs. Warfarin. Data from 163 patients with atrial fibrillation undergoing watchman implantation was collected via retrospective chart review between (B)(6) 2016 and (B)(6) 2018. Of those 163, eight patients were deceased (noncardiac, bleeding, or stroke-related cause) within the 1-year follow-up period, and 2 additional patients moved and pursued follow-up elsewhere, yielding a population of 153. Of that population, 5 patients suffered a cerebrovascular event such as a tia or ischemic stroke. Journal article: fry, ethan et al. "Watchman outcomes comparing post-implantation anticoagulation with warfarin versus direct oral anticoagulants" journal of interventional cardiac electrophysiology (2021) 61:137-144. Doi.org/10.1007/s10840-020-00790-2.